Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that the patient's flap had an orange peel appearance, was sticky, and felt and looked thin during a flap procedure. Additional information requested.

Manufacturer narrative:
No technical services were requested or performed on the system due to the reported event. Patient anatomy and patient movement could impact the effectiveness of the laser¿s treatment on the patient. Since no technical services were performed and details of the surgery were not completely recorded, contributing factors relating to the system or the patient cannot be eliminated. Based on quality assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).